Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue medication, and no drawer opened for dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication was unable to issue. A technical support specialist (tss) restarted all in one (aio) and observed the customer logging into the cubex application, where an invalid validation code (55853) was entered. The tss advised the customer to contact the pharmacy to obtain the correct validation code. The call was disconnected and follow up attempts to reach the customer were unsuccessful. A voicemail was left requesting a callback if further assistance was needed and advising that the case would be closed if no response was received. The system functioned as intended after technical support specialist troubleshot the device.